Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported three patients with endophthalmitis. A black foreign material was noted coming out of the ultrasound handpiece and the irrigation/aspiration handpiece. The surgeon is not sure if this is the cause of the endophthalmitis. This is one of multiple reports from this facility.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in a.2., a.3. B.3. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating this was the fourth case of the day. The patient developed fibrin. No additional medical or surgical intervention was required. The patients symptoms have resolved. A bacterial test was not performed. The sleeve was detached from the handpiece. Residue was cleaned off by brush. The irrigation/vacuum line were cleaned and brushed using syringe with distilled water. Handpiece was sterilized in the autoclave.